Event description:
Terumo bct received a medwatch form in which the customer reported a blood leak during an mononuclear cell (mnc) collection procedure. After 394 minutes into the procedure, they received an alarm, 'fluid leak in centrifuge'. The collection was ended without rinse back. The patient was stable. The customer was unable to provide the patient identifier. This report is being filed in response to the customer filing a medwatch report.

Manufacturer narrative:
Investigation: per the customer, at the time of the leak, the operator clamped the line in the centrifuge, unloaded the disposable kit, and noticed a leak behind the centrifuge pressure sensor. Per the customer, operator believes the leak occurred because he clamped the lines in the centrifuge. The disposable set was returned for investigation. Upon visual inspection, the channel leak was located on the perimeter weld opposite of the collect connector. It was confirmed that the channel was manufactured within specifications. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic inlet connector during long procedures,typically mnc collections. This leak results in a minor blood spill that remains fully contained with the system¿s centrifuge chamber.